Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a hair in the packaging. The procedure was completed with another device, and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product determined that the product has not been open, the shrink wrap has not been open, and a hair like fiber can be seen through the viewing window of the carton. Analysis of the fiber determined that it was hair. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to trained operator error; the issue is being investigated for further necessary corrective actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.